Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor was missing electrode. No further information provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor whole and no broken or missing parts were observed during analysis.